Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap of adhesive on the distal end could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request for overhaul maintenance repair of the device due to finding of the field service inspection (fsi) check of connecting tube (CT) deformation and a-rubber (bending section) during maintenance. No harm was reported. No patient harm, no user injury reported . Device evaluation found gap of adhesive on the distal end / stain entered inside the lens through the gap. There was a gap between acoustic lens and ultrasound probe. This report is being submitted due to the finding of gap of adhesive on the distal end / stain entered inside the lens through the gap (defects of distal end ) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found defects of device distal end, gap of adhesive on the distal end / stain entered inside the lens through the gap. There was a gap between acoustic lens and ultrasound probe. Service repair noted that this issue found are likely attributed due to customer handling and with increasing use/time. Additionally, the following defects/findings were identified during device inspection: due to wear of grip, water tightness is lost. Due to deformation of forceps elevator (fe) knob, water tightness is lost. Grip found deformed. Right/left knob has discoloration. Up/down knob has discoloration. Up/down knob has a scratch. S-cover plate is detached. Due to damage on channel tube (ch-tube), water tightness is lost. Adhesive on a-rubber found detached. Connecting tube has a buckling. The reported issue/defects found by the fsi/customer was confirmed. Due to wear of angle wire, the play of right/left knob noted to be out of the standard value. Universal cord has buckling. Investigation is ongoing. This report will be supplemented accordingly following investigation.